Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, another device was returned. A visual inspection of this device revealed the device was not returned in any original packaging. The t1 is off the needle but attached to the suture. The t2 and suture are on the needle. The actuator is in the pre-t2 position. A functional evaluation showed the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 implant from the fast-fix 360 was deployed, the t2 implant deployed prematurely through the meniscus. Both t implants were removed using tweezers. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.